Event description:
Caller states patient tested 596 mg/dl on the inform system while using comfort curve test strips, while a comparison lab returned as 167 mg/dl within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.